Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va19pkh, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim gastrointestinal/ pelvic floor. It was reported that during the implanting surgery, they had ¿trouble with the leads.¿ patient said they went from one side to the other during surgery because the lead ¿wasn¿t right.¿ patient said they placed the leads on the other side and patient had problems with stimulation where patient didn¿t want stimulation. Patient said the issue was resolved but stimulation was still there causing patient to ache. Patient said they had played with the programmer a little to change stimulation. There were no further complications reported.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient and healthcare professional (hcp). They reported abandoned lead wires on the right side. No further complications were reported or anticipated.